Event description:
There was no problem with the device. The bipolar forceps (kirwan surgical products) was not placed back into the holster and slid down on the drapes. The tip of the bipolar forceps were touching the patient's skin on her back when the bipolar pedal was accidentally activated during the case causing a burn to the patient's skin.